Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. It was noted that there was an alert indicating capacitor charge time limit is reached. The patient was brought into the lab for generator change. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information - the reported field event of an extended charge time was confirmed in the laboratory via review of the device image. The device charging circuitry was tested in the lab and was found to function normally. The hv capacitors were sent to the manufacturing site for further evaluation and a capacitor anomaly was found. The root cause of the extended charge time was due to capacitor anomaly.